Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) batteries were bad. The parts were replaced and the system regained functionality.

Event description:
Medtronic received information that the mobile view station (mvs) is turning off as soon as it is unplugged. There was no patient present when this issue was identified.